Event description:
It was reported that the patient came in for a routine follow up with noise on the egm. Noise was not reproduced with isometrics. The noise had resulted in inappropriate vf diagnosis but no therapy was delivered. The lead was capped and replaced. The patient was well after the event.